Event description:
The pump was returned for investigation. Investigation revealed threads on the battery cap were stripped and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there were replace battery alarms observed at the end of the black box. The black box shows battery voltage immediately following a battery chance is low. The pump electrical current draws were tested and were within specifications. The threads on the battery cap were stripped. The battery cap does not attach to pump properly but is able to maintain an electrical connection. The pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. The display lens was found to be scratched. (B)(6).